Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice due to diabetic ketoacidosis. The customer stated that she is convinced that the event was not caused by an issue with the insulin pump. The insulin pump was lost at the hospital, so troubleshooting could not be performed. Nothing further was reported.